Event description:
It was reported that this right atrial (ra) lead exhibited lead undersensing which was noted on the presenting electrogram. The patient was brought to the clinic to evaluate atrial undersensing. The sensitivity was reprogrammed to 0.75 milli volts. As of this time, this ra lead remains in service. No adverse patient effects were reported.